Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown.

Event description:
It was reported that during use of the pen ndl 32g 4mm pro 100 box ap after administering a dose of insulin the needle broke off. This took place after the user was switched to a shorter needle. The following information was provided by the initial reporter: the customer reported to a staff from the pharmacy that after being switched to a shorter needle the needle broke after administering a dose of insulin. The staff reported this to the pharmacist.

Manufacturer narrative:
Medical device expiration date: unknown a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the pen ndl 32g 4mm pro 100 box ap after administering a dose of insulin the needle broke off. This took place after the user was switched to a shorter needle. The following information was provided by the initial reporter: the customer reported to a staff from the pharmacy that after being switched to a shorter needle the needle broke after administering a dose of insulin. The staff reported this to the pharmacist.